Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm. The customer was able to clear the alarm and was able to complete rewind. The insulin pump was beeping at the time of the call, and they found the unexpected restart alarm on the screen. The device will not be returned for analysis.